Event description:
The patient has two scs systems. It was reported the lead in the right cheek had migrated. Follow up identified the physician had repositioned the lead on 02/19/2013. It was reported the patient was reprogrammed postoperative and received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.